Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced shortness of breath because the patient lost all atrioventricular synchrony and was without atrial pacing after the ra lead dislodged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced shortness of breath. It was noted that the right atrial (ra) lead exhibited dislodgement. During the lead replacement procedure, the physician noted a clicking sound while grasping the implantable pulse generator (ipg). Both the lead and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis confirmed the failure and identified the root cause as a lack of adhesion between the insulator cup and the back shield. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced shortness of breath. It was noted that the right atrial (ra) lead exhibited dislodgement. During the lead replacement procedure, the physician noted a clicking sound while grasping the implantable pulse generator (ipg). Both the lead and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event. It was further reported that the patient experienced shortness of breath because the patient lost all atrioventricular synchrony and was without atrial pacing after the ra lead dislodged. Upon further review it was noted that while in the pocket a clicking noise was noted by the physician when applying light pressure to the implantable pulse generator (ipg) prompting an opportunistic decision to replace the device.

Manufacturer narrative:
Correction: b5. Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. It was confirmed that the decision to replace the device during the lead replacement procedure was solely an opportunistic action taken while already in the operating room. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.